Event description:
Surgeon using scalpel (B)(4). Scalpel would not fire. Power was working to machine, cord was in good working condition. Scalpel handle changed and equipment still not functional. No harm or adverse outcome to patient.